Event description:
It was reported that there was high lead impedance, noise, and oversensing in the atrial lead. The lead was initially programmed off and then later capped and a new lead was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.